Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reaz0736 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was placed with a PICC on (B)(6) 2018, and dressing change of the PICC should be performed on (B)(6) 2019. The patient did not return to the hospital for dressing change on time (delayed for 3 days). At that time, a little secretion around the catheter opening. A large amount of yellowish white purulent secretions were seen around the catheter opening when the patient went to the hospital for dressing change on (B)(6) 2019. Staphylococcus aureus was cultured in the purulent secretion and intraductal blood culture. Anti-infective treatment of levofloxacin injection was given on (B)(6) 2019 when the patient was admitted to the hospital. The patients was with repeated fever after single-agent anti-infective treatment, with the body temperature up to 39°c. After cefoperazone sulbactam was added for anti-infective treatment, fever did not appear. The patient was discharged on (B)(6).